Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID 9735737 (software version: 2.1.0) h3 and h6: no products have been returned to medtronic for analysis. A13 applies to missing slice from the three-dimensional (3d) model. A0908 applies to frame registration error was noted to be 0.6. A11 applies to resulting in a distorted 3d model./spin 4 was suspected to be distorted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a deep brain stimulation procedure involving electrode and probe placement. It was reported that there was a missing slice from the three-dimensional (3d) model was observed after registration with the leskell frame. The frame registration error was noted to be 0.6, resulting in a distorted 3d model. The imaging system spin 4 was suspected to be distorted, while spin 5 was used for registration, which improved accuracy. The issue occurred intraoperatively, and troubleshooting steps included confirming the frame was attached properly and performing a new scan, which reduced the error to 0.5. After this adjustment, the 3d model appeared accurate, and the procedure continued without further issues. A procedure delay of less than 1 hour was reported. There was no impact on patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. The provided archive had 1 imaging system exam with 69 slices the 3d model was fully chopped only upper head part was visible and 3 fluoroscopy exam with 10 slices loaded with warning "the scanning protocol of this exams [was] not optimal for use with [navigation system]" because data not valid for navigation. Logs captured there were three sessions on the date of issue but site performed registration in the 1st session, but there was no abnormality observed related to the reported behavior. Suspected poor model might have caused the reported behavior. Codes: b01, c19, d15 h2) please see section d9 for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.